Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The test strips will not be returned for investigation. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number unknown compared to a laboratory using an unknown reagent. The result from the laboratory was 2.9 inr. The result from the meter within two hours was 4.3 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests once a week or every two weeks depending if they are within their therapeutic ranges.